Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by an arthrex sales representative that a facility has experienced frequent instances of the galileo es nail breaking at the shaft hole targeted by the jig. The assumed part number based on photos provided is 1066-395 and a second complaint line has been entered to represent the previous nails that failed where part number is unknown.

Manufacturer narrative:
It was reported that the device broke at the shaft hole. Visual evaluation identified that the nail was broken at the shaft hole position. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. The reported event is confirmed based on the investigation of the returned pictures.